Manufacturer narrative:
Concomitant products: item: femur posterior stabilized standard right size 8, catalog: 42500606402, lot: 62264159. Item: female hex screw 25 mm, catalog: 42509902525, lot: 62137574. Item: articular surface fixed posterior stabilized right 10 mm, catalog: 42521400910, lot: 62325770. Item: all poly patella, catalog: 42540000038, lot: 62352426. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported a patient who underwent a total knee arthroplasty approximately 4 years ago was revised due to tibial loosening. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review showed loosening of the tibial component noted 4 years after initial implantation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.